Manufacturer narrative:
Results: evaluation of the returned product found the pins inside the sensor receptacle were bent downward and when a sensor is plugged into the receptacle, the alarm sounds off and on when the cable is moved. The nurse call light goes on and off when the nurse call cable is moved while plugged into the nurse call receptacle. A note is on the nurse receptacle of the alarm stating "bad jack". There are scuff marks on the green overmold and battery door. Warning label is illegible. There is battery leakage on the battery contacts, springs, and battery ribbon. The physical condition of the alarm indicates droppage of the device which could possibly contribute to the functional issues found. This device has been in service for three years. (B)(4).

Event description:
Customer reported the sensor port is damaged which was discovered during set up but did not provide the date when found. No pt incident or injury was reported.